Event description:
It was reported that the patient experienced a driveline disconnection. Log files were submitted for review. The event log file captured some low voltage advisory and low voltage hazard events while patient was on battery power. The events appeared to all be due to normal battery depletion. There was no driveline disconnection noted in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The cause of the driveline disconnect was patient error. No equipment was exchanged or would return.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline disconnect alarm was not confirmed. A review of the submitted controller event log file spanned approximately 7 days (09sep2025 ¿ 15sep2025 per time stamp). There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 12 days at 1-hour intervals (04sep2025 ¿ 15sep2025 per time stamp). There were no notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. Per the additional information, the root cause for the reported driveline disconnect was user error. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline disconnect alarms. The heartmate 3 patient handbook, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. No further information was provided. The manufacturer is closing the file on this event.